Event description:
It was reported that this patient came in with very high rv pacing thresholds on (B)(6) 2019. He was to be reassessed in 3 months. On (B)(6) 2019, he was admitted due to chest pain. In the hospital, they did a CT scan which showed a perforation. Additionally, this right ventricular (rv) lead exhibited failure to capture. Reasonable evidence suggests the perforation might have caused the elevated thresholds and loss of capture. The lead was explanted and replace successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, electrical measurements test and visual inspections found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of perforation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient came in with very high rv pacing thresholds on (B)(6). He was to be reassessed in 3 months. On (B)(6), he was admitted due to chest pain. In the hospital, they did a CT scan which showed a perforation. Additionally, this right ventricular (rv) lead exhibited failure to capture. Reasonable evidence suggests the perforation might have caused the elevated thresholds and loss of capture. No adverse patient effects were reported.